Event description:
Description of event: information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. Pt has axonics device implanted as they stated, around 8 months ago. The reason for call was pt reported loss of therapeutic benefit starting around last thursday on (B)(6) 2026. Pt stated that urine just comes out all the time and said it's not working. Pt added that they tried contacting their hcp and was awaiting for a callback and was asking if they need to go back to their hcp or we could fix it. The caller was redirected to call axonics for further assistance and to their hcp. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).